Event description:
A 20 gauge IV insyte catheter would not connect to the clave. Clave was connected as best as possible, but continued to leak. IV catheter had to be removed from patient and a new IV catheter was inserted. Diagnosis or reason for use: emergency department medication administration. Event abated after use stopped or dose reduced: yes.